Manufacturer narrative:
(B)(4). Were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Yes. Please describe the noise. Hissing. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Fifteen. Were you able to identify where the leak was coming from? Seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Five mm grasper, straight stapler, suture device. Was any torque being applied to the trocar or device? Yes. The returned product has been identified as part of the voluntary recall of endopath xcel with optiview technology.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the devices caused insufflation issues. Significant torquing of devices were noted when problem occurred. A competitor's device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.